Manufacturer narrative:
The returned device was evaluated. Investigation found no defects or deficiencies that would contribute to the reported needle mechanism failure, or a failure of the pod¿s ability to deliver insulin. An alarm was observed in the download data which indicates an occlusion had been detected. No occlusion was found in the fluid path. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pods inability to deliver insulin properly. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the cannula was sticking out resulting in the patient not getting insulin. She stated that the pink slide did not look like it moved forward, indicating the pod did not deploy properly. The patient's blood glucose reached 476mg/dl while wearing the pod for between 36 and 48 hours. Treatment included a shot of insulin. The device was returned for evaluation.